Event description:
It was reported that the patient's stimulation from their implantable neurostimulator (ins) was not covering their pain and did not meet their therapy expectations. It was determined that the lead component of the ins system had migrated. The ins system was explanted and not replaced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0537520v, implanted: (B)(6) 2005, explanted: (B)(6) 2007. Product type: lead. (B)(4).